Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as: 2134265-2016-02652. It was reported that rotawire detachment and vessel perforation occurred. The (B)(6) stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery (rca). A 330cm rotawire(tm) and a 1.75mm rotalink(tm) plus were selected for treatment. During the procedure, the rotaburr stopped advancing at the tortuous area in the middle rca. The physician continued to advance the rotaburr; however, the rotawire had detached. Subsequently, the detached portion of the rotawire jumped out from the rotaburr and perforated the vessel. The patient was then sent to surgery and the detached segment of the rotawire was successfully removed. There were no further patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and noted the annulus to be blocked/damaged. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-02652. It was reported that rotawire detachment and vessel perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified middle right coronary artery (rca). A 330cm rotawire and a 1.75mm rotalink plus were selected for treatment. During the procedure, the rotaburr stopped advancing at the tortuous area in the middle rca. The physician continued to advance the rotaburr; however, the rotawire had detached. Subsequently, the detached portion of the rotawire jumped out from the rotaburr and perforated the vessel. The patient was then sent to surgery and the detached segment of the rotawire was successfully removed. There were no further patient complications.